Event description:
The lv lead was returned and analyzed by the manufacturer and subsequently tested out of specification. It was later reported that a conductor fracture of the lead was observed visually. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full lead was returned and analyzed.